Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a urs with stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to laser the stone that was not yet captured by the basket. The laser hit the basket wire instead of stone, causing the basket wire to detach inside the patient. Another basket was used to retrieve the detached wire and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the directions for use warns: this device must not come in contact with any electrified instrument and this device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury.